Event description:
On 05/22/06, we were notified via a complaint of an event involving a device we may have distributed and sold, the whisper lite bed. Allegedly, the end user died as a result of a fire originating from the okin motors installed on the bed. Info such as age, height, weight, etc. Is not available, but will be obtained as the legal process allows. As distributors of the whisper lite bed, we will notify in writing, the following parties: shanghai shunlong physicial therapy equipment co., ltd (bed manufacturer), okin gmbh & co kg (motor manufacturer), broker to the bed manufacturer, service provider, and supplier to the service provider. Malfunction has not established; complaint history shows no events for this type of alleged malfunction.